Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart. The customer's blood glucose value was unknown. Customer reports they were able to clear the alarm and able to rewind insulin pump. Customer able to complete insulin pump rewind. Customer states insulin pump alarmed shortly after inserting a new battery. Customer advised the pump will need to be replaced. Customer was advised to monitor the insulin pump and may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.